Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up, the atrial lead exhibited noise which lead to auto mode switch episodes and noise reversion. A polarity switch was suspected to have caused the noise. The lead also exhibited high impedance and an x-ray revealed a terminal connector anomaly. The lead remained implanted and would be revised. The patient was asymptomatic.